Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial (B)(6) and used for treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A visual/functional inspection cannot be completed as no device was returned for evaluation. A review of the patient case screenshots and log file (case ID (B)(4) did not confirm the customer allegation of "critical" error. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. No probable contributing factors could be attributed to this complaint. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned or provided at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that in cori ukr procedure, when they shut down the system, a critical error message was received, that the system had detected a configuration issue. This occurred after the case logs were downloaded and then used the front panel soft key to put the system to sleep. They followed all of the correct steps (reaching around to the back of the console to turn off the main switch), but before the flip could be switched, the error appeared. Quit option was selected and nothing happened. They waited a bit and selected quit again and the system shutdown. No other complications were reported.